Event description:
It was reported to boston scientific corporation that three days following a contour ureteral stent placement procedure, the patient returned to the office complaining of bladder pain and urinary retention. The patient was prescribed pain medication (type and duration unknown). It was discovered that the stent coil had loosened at the renal end and the full stent had migrated to the bladder. The physician removed the stent from the bladder. The patient was reported to be over 18 years old. The patient's condition at the conclusion of the procedure was reported to be "fine." Reportedly, the stent was checked under fluoroscopy and verified to be coiled during the initial placement procedure.

Event description:
It was reported to boston scientific corporation that three days following a contour ureteral stent placement procedure, the patient returned to the office complaining of bladder pain and urinary retention. The patient was prescribed pain medication (type and duration unknown). It was discovered that the stent coil had loosened at the renal end and the full stent had migrated to the bladder. The physician removed the stent from the bladder. The patient was reported to be over 18 years old. The patient's condition at the conclusion of the procedure was reported to be "fine." Reportedly, the stent was checked under fluoroscopy and verified to be coiled during the initial placement procedure.

Manufacturer narrative:
Visual inspection of the returned contour ureteral stent revealed that the renal pigtail of the device was uncoiled/relaxed. The complaint device failed to meet specification due to the manufacturing process; therefore, the root cause for this event is manufacturing. An investigation is open to address this issue.

Manufacturer narrative:
(B)(4).